Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device. He was able to confirm the issue occurred on the mentioned pumps and also noticed the burned resistor on the distribution board. He replaced the patient pump, the board and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause was a defective electronics inside the motor which consequently damaged the safety resistors on the distribution board.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to patient pumps during priming. There was no patient involvement.